Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), uterine perforation ("perforation noted in the anterior fundal region from the cervical dilation (during first hysteroscopy)") and incarcerated hernia ("incarcerated hernia") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "perforation noted in the anterior fundal region from the cervical dilation/the first device was placed into the patients left tubal ostium". The patient's past medical history included migraine, breast discharge, bleeding tendency, chronic rhinitis, obstructive sleep apnea syndrome, arthralgia of temporomandibular joint, inguinal hernia repair in (B)(6) 2012, colposcopy, raynaud's phenomenon, cervical conisation in 2009 and inguinal hernia repair in 1995. She did not allege that essure caused birth defects. She did not have no known drug allergy. She denied cigarrette smoking and other tobacco use. Previously administered products included for birth control: ortho-novum from 2006 to 2010. Concurrent conditions included body mass index normal, hernia repair, chronic sinusitis, idiopathic thrombocytopenic purpura, platelet count low, fainting, earache, hearing loss, myalgia, fruit allergy, arachnoid cyst, penicillin allergy, ovarian cyst, endometriosis and inguinal hernia. Concomitant products included eugynon (triphasil) since 2010 to (B)(6) 2013 for birth control. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain (constant, moderate)"). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced incarcerated hernia (seriousness criterion medically significant), sinusitis ("sinusitis"), migraine ("migraines"), hypertension ("hypertension medication") and attention deficit/hyperactivity disorder ("attention deficit hyperactivity disorder"). The patient was treated with verapamil, thomapyrin n (excedrin migraine), ibuprofen, sumatriptan (imitrex), obetrol (adderall), surgery (bilateral salpingectomy in (B)(6) 2015 and essure removal on (B)(6) 2016) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, incarcerated hernia, sinusitis, migraine, hypertension and attention deficit/hyperactivity disorder outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, attention deficit/hyperactivity disorder, hypertension, incarcerated hernia, migraine, pelvic pain, sinusitis and uterine perforation to be related to essure. The reporter commented: hysteroscopy was performed without incident. There was a perforation noted in the anterior fundal region from the cervical dilation. The essure device was removed from its sterile packaging and was inserted into hysteroscope. The first device was placed into the patients left tubal ostium. The coils, however were noted to be uncoiled and overly streached, not the normal appearance easily. Therefore this coil was entirely removed from the left ostium. Two more essure devices were used and threaded through the hysteroscope. Two more essure devices were used and threaded through the hysteroscope.however with each pass the tip of the device was noted tobe bent at 90 degree angle and was therefore unusable. At this time, the hysteroscope was removed and a second hysteroscope was assembled and utilized for the reminder of the procedure. This time the essure insert was advanced through the hysteroscope. Five wraps of the coil were visible anchoring the insert and confirming its placement. Again five coils were noted to be projecting from the right ostium confirming correct placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. On (B)(6) 2011,allergy tests was done intradermal with allergenic external immediate reaction. On (B)(6) 2013, hysterosalpingogram revealed total bilateral occlusion, 1 coil was lower than the other. On (B)(6) 2016, pathology test revealed findings.endometrium, curettings: proliferative phase endometrium. Fallopian tubes, bilateral, salpingectomy: no pathologic alteration and foreign bodies consistent with medical surgical devices. Ovary, cyst, left, excision: physiologic cyst and hemosiderin. Block summary: 1a-endometrial curettage. (Mpz). Block summary: 3a-left ovarian cyst, endometriosis. (Mpz). Current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation, medical device monitoring error most recent follow-up information incorporated above includes: on 2-feb-2018: new events added- perforation noted in the anterior fundal region from the cervical dilation (during first hysteroscopy), incarcerated hernia, abdominal pain, sinusitis, migraines, hypertension medication, attention deficit hyperactivity disorder and perforation noted in the anterior fundal region from the cervical dilation/the first device was placed into the patients left tubal ostium. Historical conditions, historical drugs, concomitant conditions, concomitant drug and lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.